Event description:
On (B)(6) 2010, the patient started peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized. On (B)(6) 2010, a peritoneal effluent analysis and culture were performed. The results of the culture were unknown. On an unknown date in 2010, the patient began remedial therapy with vancomycin (2gm, loading dose). Pd therapy was ongoing. It was unknown whether the peritonitis resolved. No concomitant medications were reported. No statement of causality was reported of the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.